Event description:
Customer's mother reported there is a crack on her son's insulin pump. Customer's blood glucose is 50 mg/dl. There is a crack on the battery compartment. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.